Event description:
It was reported by service report that the head end caster broke off the cot.

Event description:
It was found that the cot was damaged from an ambulance lowering onto the cot. The ambulance air dump engaged and began to lower, and the cot was left behind the ambulance partially under the foot end of the ambulance. When the ambulance lowered it damaged the outer base tube weldment, caster horn assembly, base tube foot, wheel (caster) assembly.

Manufacturer narrative:
It was found that the cot was damaged from an ambulance lowering onto the cot. The ambulance air dump engaged and began to lower, and the cot was left behind the ambulance partially under the foot end of the ambulance. When the ambulance lowered it damaged the outer base tube weldment, caster horn assembly, base tube foot, wheel (caster) assembly.